Event description:
Caller states that the inform base unit had melted plastic. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the inform base unit. Reference medwatch report with (B)(6) for the inform meter.